Event description:
In 2002, the MFR received a medwatch report from the user facility that states the following: presented to ER with shortness of breath. EKG showed non q wave m.I. Pt had a syncopial episode in ER and much ectopy on monitor. Chest x-ray revealed device catheter fragment in right atrium. Device catheter fragment removal via "at cfv". Next day remaining device removed under fluoroscopy in operating room pt tolerated both procedures well.